Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain. The cause of the peritonitis was reported as due to "food intoxication". It was reported that the patient was hospitalized for the event approximately 15 days after event onset. The same day as event onset, the patient was treated with ciprofloxacin tablet (1 tablet every 12 hours for 10 days, discontinued) and fluconazole tablet (1 tablet every 24 hours for 30 days) for peritonitis. At the time of this report, the patient remained hospitalized and was recovering from peritonitis. Pd therapy was ongoing. No additional information was available at the time of this report.